Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. Three clips were implanted. The 4th clip delivery system (cds) was inserted into the guide and advanced down to the mitral valve into the left ventricle. The physician tried to steer the clip close to the 3rd implanted clip by adjusting the m knob; however the clip moved anterior. The physician tried repeatedly, but it did not steer as intended. It was noted that there was bending between the delivery catheter shaft and the clip. The cds was removed and replaced with a new one and a 4th clip was implanted successfully, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. Returned device analysis confirmed that the steerable sleeve functioned as intended and the reported issue could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.